Event description:
Information received from the field does not address the patient's clinical status but notes an inappropriate rate modulated response. The histograms showed that the patient was not getting any rate response in dddr mode. A micro- processor download was performed but the rate response still did not increase the patient's rate with exercise. Therefore, the device was replaced.